Event description:
It was reported that during an unspecified surgical procedure it was observed that the head of the impactor device broke on impaction. It was reported that fragments of the device were generated and were easily grabbed and removed. It was reported that there was no delay in the procedure due to the event. It was not reported if there was a spare device available for use. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device and the reported condition that the head of the impactor broke on impaction was confirmed. An assessment was performed, and it was found that the device failed visual inspection as end cap cracked. It was further determined that the device failed pretest for visual assessment and end cap thread assessment. It was determined that the most probable cause for the end cap cracked is consistent with being dropped, improper handling. The assignable root cause was determined to be traced to the user, which is user error.